Manufacturer narrative:
(B)(4). The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intra- and extracapsular rupture", "siliconoma", "periprosthetic echogenic effusion."

Event description:
Healthcare professional reported left side intra- and extracapsular rupture, suspected left siliconoma, and periprosthetic echogenic effusion diagnosed by mammogram and ultrasound. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left side intra- and extracapsular rupture, suspected left siliconoma, and periprosthetic echogenic effusion diagnosed by mammogram and ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the videos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is a medical event that is not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: yellow particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.